Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure a farawave 31 mm catheter was selected for use. However, a spline of the device was found to be fractured. The device was replaced, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.